Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient did not receive effective therapy from the time it was implanted. Trouble shooting was unable to provide effective therapy. As a result patient underwent lead revision where the lead was replaced and post operatively effective therapy was reported.